Event description:
A (B)(6) male pt underwent aaa repair. The access route has no problem but the proximal neck angle relative to the long axis of the aneurysm was not suitable for the procedure. The procedure was performed under general anesthesia and consisted of placement of a zenith flex main body graft and two zenith flex iliac leg grafts. The final angiography confirmed endoleak but it was difficult to identify its type first, but the physician identified it as a type IV from the leak appearance during angiography inside the grafts. He decided to take a wait and see approach and completed the procedure. The pt's condition after the procedure is unk as not provided by the reporter.

Manufacturer narrative:
No pt problem was reported. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Excessive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type 4 endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.